Event description:
Champion af study it was reported that a cerebral vascular accident occurred. On (B)(6) 2021, a left atrial appendage (laa) closure procedure was successfully performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman access system (was). On the same day as the index procedure, the patient was discharged with aspirin and apixaban. 209 days post index procedure, on (B)(6) 2022, the patient presented at the emergency room with confusion, altered mental status, and hemiparesis of the left side lasting two days. Neurologic examination revealed patient was not in acute distress but was alert, normal sensory, oriented, pupils equal, round, and reactive to light, extraocular movement was intact, normal conjunctiva, and clear and coherent speech. The patient was admitted to the hospital for further examination. A computed tomography (CT) scan without contrast revealed no evidence of intracranial hemorrhage or abnormal extra axial fluid collection, edema, mass effect, or shift, and no acute intracranial abnormality. CT did reveal extensive chronic microvascular ischemic changes, prominent ventricles and sub arachnoid spaces, and a remote right frontal lobe ischemic infarct. Magnetic resonance imaging (MRI) showed left parieto occipital stroke. MRI also revealed a left subcortical ischemic cerebral vascular accident in the peri occipital horn of the left lateral ventricle of the brain. Chest x-ray showed the cardiac silhouette was enlarged and stable in size. Also noted was mild prominence of the pulmonary vascularity and the loop recorder overlaid the left thorax medially. CT angiography with contrast showed no definitive evidence of focal stenosis or obstruction of the vessels of the circle of willis or cerebral aneurysm. There was moderate fibrocalcific plaque at the level of the proximal internal carotid artery bulb bilaterally with approximately 30 percent maximal luminal stenosis on the right and left without flow limiting stenosis. A small hypodense module in the right thyroid lobe was observed. The patient was started on 10mg apixaban in response to the event. On (B)(6) 2022, MRI without contrast showed atrophy with scattered deep white matter areas of abnormal signal. A small area of restricted diffusion in the periventricular deep white matter of the left occipital temporal parietal junction and punctate hemosiderin deposits in bilateral cerebrum were visualized. On (B)(6) 2022 the patient was discharged to a rehabilitation center on 81mg aspirin and 10mg apixaban. On (B)(6) 2022, the event was considered to be resolved.